Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 75mm rib plate (part number rbl1302, batch number 555796), 8mm x 2.7mm locking screw (part number rbl1222, batch number 576814), and the four 12mm x 2.7mm locking screw (part number rbl1224, batch numbers 571873 (qty. 3) and l1711016 (qty. 1)) were examined visually under magnification. The returned plate was fractured in multiple locations upon return. The plate was fractured in the primary shaft, at the neck between two screw holes. This fracture surface appeared dull and gritty, indicative of a brittle fracture from a single overload event. The plate was additionally fractured in one of the accordion-like bridges between the primary plate shaft and the wrap around end. This fracture surface appeared similarly, indicating a brittle fracture as well. The rest of the plate showed significant signs of damage and deformation. There were scratches and dents across the plate surfaces and the u-clip, accordion style portion on one side was bent and deformed. It was unclear if the observed scratches, dents and deformation were due to the incident which caused the plate breakage or if they were caused during removal of the plate. The returned locking screws all had the same style of observable damage. Each screw showed damage to the screw head and hexalobe recess. There were visible scratches, deformation and areas of worn away anodization on the top of each screw head. Additionally, all the screws showed at least some form of screw thread stripping with the least damage observed on one of the 571873 batch screws. The screw thread stripping appeared on at least one of the transitional locking threads directly below the screw heads, where threads were shown to be flattened and deformed, with the anodization layer worn away, showing areas of threads that were silver and shiny. It was not possible to determine what of the observed damage was due to the incident which caused the plate to break versus the implant removal process. Due to bony ongrowth during the period of healing, it can be difficult to remove implants. It is possible that the implant experienced a high-force impact or injury during healing that caused the plate fracture. There is no way to determine what damage to the implants was the result of a high impact incident, occurred during implantation, or occurred during removal. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
(Report 1 of 3) it was reported the plate broke post-op. It was also reported the plate was removed and replaced with another 75mm plate using 8 screws in total (up from 5 in previous operation). The surgery was completed with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00655 - 3025141-2024-00657.